Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the left anterior descending artery, an extra sport guide wire was advanced to the target lesion. During advancement of the rx trek dilatation catheter, resistance was felt but the catheter reached the lesion. The balloon was inflated 4-5 times at 12 atmospheres to successfully perform pre-dilatation. When attempting to remove the catheter over the guide wire, resistance was felt and the catheter became stuck on the guide wire. Several unsuccessful attempts were made to advance and withdraw the catheter, but the catheter remained frozen on the guide wire. The catheter and the guide wire were removed as a single unit from the anatomy. Once outside of the anatomy, the catheter was removed from the guide wire with much resistance. The vessel was rewired and an unspecified stent was deployed successfully to complete the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the shaft, balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The proximal and middle of the balloon was bunched. The inner member was stretched 8 mm proximal to the distal marker causing the proximal marker to be located at the proximal seal. The shaft was wrinkled 14 cm proximal to the proximal seal for a length of 6 mm. An attempt was made to backload a .0150 in mandrel through the tip and guide wire lumen to measure the inner diameter of the guide wire lumen, but there was strong resistance at the stretched inner member proximal to the distal marker and the mandrel was not able to advance further. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to back load a new guide wire through the balloon catheter but there was strong resistance at the stretched inner member proximal to the distal marker and the guide wire was not able to advance further. In this case, it is likely that during the attempts to remove the catheter from the guide wire outside of the patient anatomy, if force was applied, this would result in the noted balloon bunching, shaft wrinkling, and inner member damage further contributing to the resistance during retraction as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties; however, a conclusive cause for the initial resistance with the guide wire could not be determined. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.